Manufacturer narrative:
According to the facility on (B)(6) 2022 a home health nurse was called to replace a medline foley catheter that was placed earlier that day, and would not drain. Per the facility the care giver flushed the catheter and noted that the catheter flushed easily. Per the facility the catheter then began to leak around the tubing, and the catheter was then removed and replaced with a new foley catheter. According to the facility the foley was noted to be draining well at the end of the visit. The sample is not available to be returned for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2022 a home health nurse was called to replace a medline foley catheter that was placed earlier that day, and would not drain.